Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning flow valve. The service technician replaced the flow valve and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 was delivering higher volume than what was set. The customer stated that the device was set to deliver 500mls, the unit would deliver 560mls. The customer also stated that patient involvement is unknown.